Manufacturer narrative:
The reported field event of an inability to interrogate the device was confirmed in the laboratory and was due to a low battery. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, device could not be interrogated. Device was explanted and replaced. The patient was well with no complication.

Manufacturer narrative:
(B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.